Event description:
It was reported that the t: slim x2 pump battery would not charge, and the screen remained dark. There was no adverse impact to the customer¿s blood glucose level. The customer initially used the original charging cable and adapter without success, but later resolved the issue by using a second tandem charging cable found in a suitcase, allowing the pump to charge properly without requiring further assistance.